Event description:
It was reported that there was air in line with no air. The event occurred during set up. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: one device was returned for repair with complaint of air in line with no air. There have been no similar complaints raised in the last 12 months. Visual/functional testing was performed. Attempted to run the pump with a primed administration set. The air in line sensor was working correctly and was not giving a false positive. Pump passed functional and accuracy testing. Probable cause of complaint was unknown.